Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
When I took it out, the fluff was exposed- tampon [device breakage]. Case narrative: consumer reported via phone that when she removed the tampon, the fluff was exposed. No injury was reported.